Event description:
It was reported to boston scientific corporation in 2009, that a gold probe was used during an ECG (esophagogastroduodenoscopy) procedure performed on the same day. According to the complainant, during the procedure, after advancing the gold probe through the scope, the device failed to generate current. The physician was unsure if the event was related to the device or a non-bsc generator. A decision was made to inject the site with epinephrine and apply two resolution clips to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.